Manufacturer narrative:
The complaint sample instrument was evaluated and investigated by the owner of the product design. Although distributed by depuy orthopedics, is designed, manufactured and labeled by the manufacturing supplier. The investigation, root cause and corrective action is the responsibility of the designing supplier of this item as per supplier agreement. The product/information will be transferred to the supplier with the complainant problem statement for investigation. Supplier review of the device history records did not reveal any manufacturing deviations or anomalies. The supplier analysis has not highlighted any product contribution and the need for corrective action is not indicated. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The excentric glenosphere inserter broke due to a surgical tech error.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..